Event description:
Two months post-operatively, the pt complained of left arm numbness and tingling, experienced a cerebro-vascular accident. The pt was treated with intravenous heparin. The pt had a non-therapeutic international normalized ratio of 1.31.